Event description:
The device was returned to the service center with a customer contact report that during power up the pump alarmed for error code 11/004. This does not indicate a reportable event. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.